Event description:
Per the audiologist's report, this patient's performance began to decrease in august 2005, radiological imaging was performed in january 2006 and his doctor reported that some basal electrodes had migrated out of the cochlear. Explantation and reimplantation surgery is planned for the near future (date unknown).